Event description:
Hospital cart stopped receiving ac wall power and is using external c2 battery power while plugged into a red wall power outlet. Ac power cable switched to different outlets and removed/reconnected to the hospital cart and still is not receiving wall power. There was no patient involvement.